Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 37 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Found that the insulin pump was set to (B)(4). The nurse stated that the customer delivered too much insulin because he was not familiar with the insulin pump yet. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.